Event description:
It was reported it was noticed that there was an increased incident of epidural catheter disconnection at the white epidural clips, likely due to tension on the tubing when the patients moved, the catheter is considered contaminated as they opt for the epidural catheter to be removed, and a reinsertion of an epidural catheter is highly unlikely. There was patient involvement and unknown adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.